Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the infusion set had an issue where one of the arm on the cap of the infusion set that locks it into the insulin pump broke and insulin was no longer dosed correctly from the insulin pump causing high blood glucose level. The customer's blood glucose level was unknown. The customer reported that there was no alarm from the insulin pump when it occurred so they were unaware causing high blood glucose for a few days. The device will not be returned for analysis.